Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 125cm ic 71 embovac aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. A kink was observed near the ID band. Further damage was noted on the distal aspect of the device; the distal body was noted to be compressed and stretched in a section of 29cm from the distal end. Microscopic examination was performed. No internal wires were exposed. The inner diameter (ID) and outer diameter (od) of the device were confirmed to be within specifications. The reported issue regarding the embovac catheter being stretched, crushed, and broken behind the catheter hub was able to be confirmed based on the conditions in which the catheter was returned, even though no separation was found in the device, a kinked condition was found near the ID band and this is considered related to the reported issue. It is possible that the base catheter could have trapped the softest area of the catheter against a vessel and could have caused the stretching upon retrieval. According to the risk documentation, catheter damage is a potential issue that can occur during insertion due to a hemostasis valve not being opened sufficiently and/or an introducer not being seated distally enough inside hemostasis valve. Additionally, withdrawal difficulties can arise during catheter removal due to anatomical tortuosity, leading to stretched and compressed conditions found. With the limited information available, a conclusive cause cannot be determined; however, there is no indication that the issue reported in the complaint is related to a manufacturing issue. A review of manufacturing documentation associated with this lot (31064149) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached as to the cause of the event reported, the instructions for use (IFU) contains the following precautions: - if flow through catheter becomes restricted, do not attempt to clear catheter lumen by infusion. Doing so may cause catheter damage or patient injury. Remove and replace catheter. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31064149) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This is one of 3 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2024-00277, 3008114965-2024-00278, and 3008114965-2024-00288. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during three different cases, there were problems such as elongation at the tip of the catheter, stretching, creeping, crushing, breaking behind the catheter hub, and breaking of the catheter were observed in five different 125cm ic 71 embovac aspiration catheters (ic71125ca) on the same day. This complaint is related to three (3) 125cm ic 71 embovac aspiration catheter (ic71125ca) from the same lot number (31064149). It was reported that aspiration and co-aspiration methods were attempted. The cerebase da was used with a long sheath. It was reported that ¿transactions take 10 minutes. There has been a delay (duration unspecified).¿ the patient is reported to be in good condition; there was no report of any negative patient impact.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 30-may-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.